Event description:
It was reported that the tubing of a clearlink system non-dehp solution set separated from the luer lock which resulted in a fluid leak. This event was further described as, ¿the tubing used to infuse tpn had disconnected from the cap and the cap remained attached to the PICC lumen¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection a separation was observed between the tubing and the male luer. Additionally, during visual inspection, there is evidence of a solvent application to the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the event was due to an external force applied to the tubing during the manufacturing process or use could generate the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.